Manufacturer narrative:
(B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a laparotomy and hysterectomy in which floseal was used for hemostasis at the ¿vaginal vault¿. It was reported 15 minutes after floseal application, the patient experienced an acute anaphylactic reaction with bronchospasm and hypotension (recovery room). Treatment for the events was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.